Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 449 mg/dl on the insulin pump. The customer's mother stated that they also received a no delivery alarm during a basal/bolus/fixed prime. Customer's mother was advised to change the entire infusion set. Customer's mother was walked through the troubleshooting process and changed the entire infusion set and reservoir. While on the phone line, the no delivery alarm recurred. The customer's mother did not clear the original no delivery alarm. Customer's mother declined troubleshooting and stated that it was probably an occlusion and she had already self-treated with a bolus. The insulin pump will not be returned for analysis.